Manufacturer narrative:
P-cap locked in place properly during testing. After multiple battery installations and monitoring unit, unit remained on blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to blank display. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, no moisture damage was found on electronic assembly. Isolate blank display to electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: cracked case (battery tube), battery tube threads - cracked, broken battery tube threads, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of blank display were confirmed when unit remained on blank display after multiple battery installations and being monitored. Isolate to electronic assembly. Additionally, customer's allegations of cracked case battery tube were confirmed when cracked case (battery tube) was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the patient dropped their pump from a height of three feet, resulting in a crack on the battery tube side of the case and subsequent pump failure. The customer also experienced a low blood glucose event (51 mg/dl). The event involved mmt-332a,unomedical,mmt-1880. The treatment for low blood glucose was not mentioned. Troubleshooting was performedand but was unable to complete troubleshooting due to the pump not powering on. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event.the customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No further patient complications were reported. No product return is required for mmt-332a,unomedical,mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.